Event description:
It was reported that a patient implanted with the vns underwent open heart surgery. The patient suffered from post-op complications and passed away. The treating physician was worried about vns induced post-op arrhythmia, which is a known event in labeling, and was concerned that this could be a factor contribution to the complications. Per the vns therapy physician's manual the safety and efficacy of the vns therapy system have not been established for uses in, including (but not limited to), patients with cardiac arrhythmias or other abnormalities. It is also noted that the safety and effectiveness of the vns therapy system in patients with predisposed dysfunction of cardiac conduction systems (re-entry pathway) have not been established. No further relevant information has been received to date. The patient's vns products have not been received for analysis to date.

Event description:
It was reported that the reporting physician had learned from the internist in charge of the patient in the hospital that they had ruled out the vns as causing the patient's post-operative issues before death by placing the magnet over her generator site to test if she would improve with the vns turned off and she did not. It was noted by the company representative who had turned off the patient's vns for her open heart surgery that the patient had barely made it through surgery. Per the funeral home, the patient's product were unavailable for return. No further relevant information has been received to date.